Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-feb-2026, it was reported by a sales representative via (B)(4) that an ar-9597-10 reamer sleeve and an ar-9676 drive shaft are fused together. No case involvement. It was further reported via (B)(4) that this occurred during a procedure with no patient harm.